Event description:
It was reported that reservoir has leaked into the reservoir compartment. Customer's blood glucose reading is 439 mg/dl. Customer had treated with insulin pump. Leaking is past the second o-ring. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.